Manufacturer narrative:
H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records for batch number: 0222901, testing of retention samples of batch number: 0222901, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that was observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr#: 1878253) to investigate the root cause and some mitigation actions are already being addressed.

Event description:
(B)(6): on (B)(6) 2020 01:34:21 (gmt). 2 false positives - date of occurrence: on (B)(6) 2020. (B)(6): on (B)(6) 2020 01:31:28 (gmt). Update of sn received from customer with sn: (B)(6) . Used for testing. This is also the same for additional case (B)(4) . I will be rejecting the additional case as sn indicates these tests were performed at the same facility. (B)(6): on (B)(6) 2020 20:03:35 (gmt). Reviewed, pending additional information. (B)(6): on (B)(6) 2020 13:44:58 (gmt). Upon follow up with customer false positives were at two different locations. See case (B)(4) for additional documentation. Customer contact is in the corporate office and all communications need to filter through her. She is declining to provide location information as the sites are overwhelmed. She also advised that she would be overwhelmed with additional communications needing to filter through her and the risk analysis team would likely not approve facility information being given out. All requests for info from facilities go through the risk analysis team. I requested she the sn of analyzer. I have updated the case location to the corporate office location since facility locations are not available. (B)(6): on (B)(6) 2020 00:46:11 (gmt). Both occurred on (B)(6) 2020. Customer problem: customer has reported false positives. Steps taken with customer/troubleshooting: initiate complaint. Next steps (if necessary): obtain additional info. Resolution achieved (y/n)? No. Shipment/storage/condition upon receipt: pending. Quantity received and quantity affected: 2 false positives. Shipment method (directly or via distributor): unknown. If it is a distributor ¿ who is it? Na. Photos or returns requested? Pending. If consumable is tested on bd instrumentation, list serial numbers, software version: pending. Does customer want replacements or credit? Na. Time stamp (if applicable): na. Is an investigation email requested?: yes. Is follow up required? Yes. Indication that customer is industrial indu (if applicable): na. Help lightning attempt: no. Help lightning success: no. Ic agent initial: (B)(6). (B)(6): on (B)(6) 2020 00:13:48 (gmt). Customer reports 2 false positives. Facility is (B)(6) healthcare in (B)(6). No facility name or address was provided in spreadsheet. Material no: 256082. Batch no: unknown. It was reported that "2 false positives". (B)(6): on (B)(6) 2020 13:44:58 (gmt). Upon follow up with customer false positives were at two different locations. See case (B)(4) for additional documentation. Customer contact is in the corporate office and all communications need to filter through her. She is declining to provide location information as the sites are overwhelmed. She also advised that she would be overwhelmed with additional communications needing to filter through her and the risk analysis team would likely not approve facility information being given out. All requests for info from facilities go through the risk analysis team. I requested she the sn of analyzer. I have updated the case location to the corporate office location since facility locations are not available. (B)(6): on (B)(6) 2020 00:46:11 (gmt). Both occurred on (B)(6) 2020. Customer problem: customer has reported false positives. Steps taken with customer/troubleshooting: initiate complaint. Next steps (if necessary): obtain additional info. Resolution achieved (y/n)? No. Shipment/storage/condition upon receipt: pending. Quantity received and quantity affected: 2 false positives. Shipment method (directly or via distributor): unknown. If it is a distributor ¿ who is it? Na. Photos or returns requested? Pending. If consumable is tested on bd instrumentation, list serial numbers, software version: pending. Does customer want replacements or credit? Na. Time stamp (if applicable): na. Is an investigation email requested? Yes. Is follow up required? Yes. Indication that customer is industrial indu (if applicable): na. Help lightning attempt: no. Help lightning success: no. Ic agent initial: (B)(6). (B)(6): on (B)(6) 2020 00:13:48 (gmt). Customer reports 2 false positives. Facility is (B)(6) healthcare in (B)(6). No facility name or address was provided in spreadsheet.

Manufacturer narrative:
Eua # (B)(4). Customer has declined to provide facility address or facility name. Available corporate info is being used. Customer did say this facility is in (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive results was obtained. It is unknown what type of confirmation testing was performed. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).